Manufacturer narrative:
There are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection the guidewire distal end was noted to be broken/fractured and stretched approx. 200cm from the proximal end. The fractured section of the guidewire was not returned. No other anomalies were noted. Functional inspection was not required. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported event 'guidewire distal tip stretched' was confirmed during the analysis of the returned device. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. It was reported that during the process of crossing the occlusion, the physician observed under imaging that the guidewire suddenly stopped responding to proximal manipulations. The guidewire was then withdrawn from the body, and upon inspection, it was found to be stretched. A new 200 cm guidewire was subsequently substituted. After advancing it to the occluded site, the physician noticed under imaging that the guidewire could not be pushed further after traveling a certain distance. It was withdrawn again, and upon inspection, the guidewire was found to be stretched. Additional information provided by the customer indicated that continuous flush was set up and maintained throughout the clinical procedure and the patient¿s anatomy was moderately tortuous. The same microcatheter was used to finish the procedure. The device was returned and it was confirmed that the distal tip had been stretched and was also fractured. Stretching to the distal end of the guidewire is indicative of fracturing to the nitinol tubing and core wire, which was probably not detected after use. It is probable that the device experienced some difficulties due to anatomical and/or procedural factors causing the device not to respond to proximal manipulation, this is an indication of a fracture to the distal end of the guidewire, which is likely to have further stretched and fractured during removal from the patient. An assignable cause of procedural factors will be assigned to the reported and analyzed event: ¿guidewire distal tip stretched¿ and to the analyzed event: ¿guidewire distal tip broken/fractured during use¿, as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.

Event description:
The subject device was returned for analysis and the device investigation revealed that the guidewire distal tip was broken/fractured during use. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.